Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the screen was frozen, and after a reboot, the application stopped at the initializing stage. A field service engineer remoted in and was able to get the application to complete initialization; however, the refrigerator was offline. After procedures in the room were completed, the refrigerator screen was found to be frozen. Both the station and the refrigerator were turned off. The refrigerator was powered on first, and once the temperature appeared, the medstation was powered on. Both applications were loaded successfully. A pharmacy technician then completed the inventory of medications in the refrigerator. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not loading. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.